Manufacturer narrative:
The report states: litigation papers allege: on (B)(6) 2007 patient suffered from a femoral head fracture after having a right total hip resurfacing asr hip, he than had a revision surgery after the fracture. In the years following his surgery he suffered from pain and discomfort n his right hip. It became increasingly painful for him to walk, to move his legs and to rise from a seated position. Doi: (B)(6) 2007 right hip. Dor: (B)(6) 2007. Examination of the reported devices was not possible as they were not returned to depuy. A search of the complaints databases and/or a review of device history records was not possible as the necessary product and lot code combinations were not provided. The investigation can draw no conclusion with the information provided. However, it is known the asr product line was recalled in august 2010. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on (B)(6) 2007 patient suffered from a femoral head fracture after having a right total hip resurfacing asr hip, she than had a revision surgery after the fracture. In the years following his surgery he suffered from pain and discomfort n his right hip. It became increasingly painful for him to walk, to move his legs and to rise from a seated position.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: brand name, device product code, catalog #/lot #, manufacture date. The complaint has been reopened because product information has been received which may change the investigation for the stem. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned to depuy. A search of the complaints databases against the provided product/lot code combinations found no other reported femoral fractures. The investigation can draw no conclusion with the information provided. However, it is known the asr product line was recalled in august 2010. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.